Manufacturer narrative:
Fields d1, d4 of the emdr is for original iabp cs100; however this iabp was upgraded to a cs300. Due to character limitation, below field are added from e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra aortic balloon pump (iabp) was giving error alarm 52 at power on. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, b5, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields - h6 (medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the front-end board (0670-00-0668). Pressure transducer calibration was performed with atmospheric, shuttle and drive side with relative offset adjustment. Diagnostic and functional tests were performed. Operation tests were performed with positive results.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had an electrical test fail # 52 when powering on. There was no patient involvement.